Manufacturer narrative:
The field service engineer (fse) noted system check had failed with elevated percent coefficient of variation (%cv) values on the unwashed, washed, and substrate portions of system check. The fse observed loose fittings on top of the substrate bottle and tightened the fittings. The fse replaced the incubator belt due to noise and proactively performed preventive maintenance (pmc), before schedule, and completed mixer pulley modification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.

Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the access 2 immunoassay system utilized in conjunction with access accutni assay and calibrator. Subsequent analysis of the patient's sample, on an alternate access 2 system, recovered a higher result, above the normal reference range. The initial result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. An amended result was issued to the hospital. The customer indicated the sample was collected in a lithium heparin plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The laboratory performs quality control (qc) every 24 hours. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.